Event description:
The target lesion was obtuse marginal (om). The lesion was a de novo, moderately calcified and slightly tortuous. There was 90% stenosis. It was an elective case. Radial approach was chosen. Pre-dilation with a bc (lacross 2.0mm) and ivus were conducted. There was friction delivering, but cypher (2.5/23mm: complaint product) was delivered to the target lesion. When the balloon was inflated, it ruptured at 8atm. Rupture was confirmed by contrast media leakage by cag. The stent was implanted at the lesion and post-dilation and ivus were conducted. Procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use. Physician's comment: seems like the balloon had an axial burst.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.